Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption to parameters outside of the normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical thrombus requiring anticoagulation treatments. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that starting on (B)(6) 2016, there were increases followed by decreases in power, in total 5 power "spikes", which were all outside normal operating power. Starting on (B)(6), there is a steady increase in power to a peak of 5.0 watts on (B)(6). The patient was admitted for coke-colored urine on evening of (B)(6) and placed on heparin drip. Starting around 3pm on (B)(6), the power decreased to the current level of 3.4 watts. The site is listing the patient for transplant and the patient is considered at high risk for surgery. The patient remains in the hospital.